Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle would not retract and leaked. The following information was provided by the initial reporter: material no: 381434 batch no: 0239525.  It was reported that sometimes the retract button does not retract and antiflow valve causing blood to flow from catheter when need removed.  Verbatim: this was a 20ga x 1.16in. Bd insyte autoguard catheter. My staff have also reported issues with the 18 gauge catheters also, but I don't have the specifics for that item. The staff reported sometimes the retract button does not retract. Also, they reported the antiflow valve is not working causing blood to flow from the catheter as soon as the needle is removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: bd received ten unopened insyte autoguard units and two empty opened packages from lot 0239525 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the units did not have the blood control function. It was reported that the antiflow valve caused blood to flow from the catheter once the needle was removed. Next, the units were tested for leakage beyond the plug and each unit passed with no leakage observed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during production a definitive root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle would not retract and leaked. The following information was provided by the initial reporter: material no: 381434, batch no: 0239525.  It was reported that sometimes the retract button does not retract and antiflow valve causing blood to flow from catheter when need removed.  Verbatim: this was a 20ga x 1.16in. Bd insyte autoguard catheter. My staff have also reported issues with the 18 gauge catheters also, but I don't have the specifics for that item. The staff reported sometimes the retract button does not retract. Also, they reported the antiflow valve is not working causing blood to flow from the catheter as soon as the needle is removed.